Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys anti-tshr immunoassay on a cobas e 411 immunoassay analyzer. Results measured with samples aliquoted on a siemens aptio pre-analytics system were different from results measured from the primary tube of the samples. No incorrect results were reported outside of the laboratory. The primary tube result was believed to be correct and was released to the ordering physicians. The aliquot of the first sample initially resulted in an anti-tshr value of 1.21 iu/l. The primary tube of the sample resulted in a value of 2.14 iu/l accompanied by a data flag. The aliquot was repeated, resulting in a value of 1.42 iu/l. The aliquot of the second sample initially resulted in an anti-tshr value of 1.29 iu/l. The primary tube of the sample resulted in a value of 2.30 iu/l accompanied by a data flag. The aliquot was repeated, resulting in a value of 1.51 iu/l. The aliquot of the third sample initially resulted in an anti-tshr value of 0.895 iu/l on (B)(6) 2021. The primary tube of the sample resulted in a value of 1.99 iu/l accompanied by a data flag on (B)(6) 2021. The aliquot was repeated twice after dispensing into a cup, resulting values of 1.08 iu/l and 1.88 iu/l accompanied by a data flag on (B)(6) 2021. The aliquot of the fourth sample initially resulted in an anti-tshr value of 1.46 iu/l on (B)(6) 2021. The primary tube of the sample resulted in a value of 1.95 iu/l accompanied by a data flag on (B)(6) 2021. The aliquot was repeated twice after dispensing into a cup, resulting values of 1.73 iu/l and 1.31 iu/l on (B)(6) 2021. The anti-tshr reagent lot number was 55219600, with an expiration date of 31-aug-2022.

Manufacturer narrative:
Na.

Manufacturer narrative:
The signals for the last calibration performed on (B)(6) 2021 were within expectations. Other calibration data had signals within expectations. Quality controls were within specified ranges. There was no indication of a reagent issue or instrument issue. The customer used secondary tubes which are not specified for use on the e411 analyzer. The customer used 92 x 13 mm rounded base false bottom tubes manufactured by inpeco. Per product labeling, the system requires the following primary sample tubes: 13x75 mm, 16x75mm, 13x100mm, and 16x100mm. Product labeling states: "incorrect results when using non-certified false bottom tubes: non-certified 13 mm false bottom tubes from other manufacturers may cause inaccurate sample pipetting, which may lead to incorrect results. Only use false bottom tubes that are certified by roche." Upon review of the alarm trace, no relevant alarms were observed. Precision studies performed on (B)(6)-2022 passed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.